Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was administered to address the bg level. As the occlusions had occurred in the past and the supplies on the pump had been changed after the current occlusion alarm and prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.